Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave oversensing possibly due to loss of capture caused by high threshold in lv was observed. Suggested programming changes will be made during next in clinic visit. Patient was fine.